Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking blood and it needed to be replaced. It was state the user was questioning the valve.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of blood leaking from the valve was confirmed, but the exact cause could not be determined. One 5fr dual-lumen (d/l) powerpicc solo ft was returned for investigation. The catheter was received in two segments. The d/l tubing had been cut at the 8 cm depth mark. The catheter exhibited evidence of use. Non-vad injection caps were attached to each solo connector. A white colored residue was observed on the external surface of each solo connector at the distal end of the injection caps. The printing on the molded bifurcation was partially worn. A functional test revealed fluid leaking from the red solo valve. A microscopic examination of the solo valve revealed residue in the valve. After removing the residue in the valve, the valve remained gaped open and fluid leaked through the valve. The residue did not match any portion of the powerpicc device. After reattaching the injection caps, fluid would not leak from the solo valve. It is possible that the residue was a factor in the reported event and the gaping valve. Due to the condition of the returned sample, it is possible that the valve was damaged during use; however, the exact cause could not be determined. A lot history review (lhr) of reds1319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking blood and it needed to be replaced. It was state the user was questioning the valve.